Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient was experiencing palpitations. It was reported that the palpitations were suspected to be caused by the implantable pulse generator's (ipg) atrial preference pacing feature. The ipg was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.